Manufacturer narrative:
(B)(4): the customer reported a front panel keypad was not functioning. There was no report of pt impact. Philips evaluated the device and repaired it by replacing the front bezel/keypad.

Event description:
The customer reported a front panel keypad was not functioning. There was no report of pt impact.